Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with case cracked behind the device at the corner of the belt clip rails, cracked battery tube threads, and moisture damage on the motor and force sensor. Device was received without the original battery cap. Unable to verify battery cap damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had crack on back of reservoir compartment. The customer reported that the reservoir lip ring was not damaged. Customer also stated that the battery cap was damaged the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.